Event description:
It was reported that this patient was prescribed blood thinners inappropriately because of a false atrial fibrillation (af) event. The boston scientific representative provided the electrophysiologist saw the total time in atrial fibrillation (af) and suggested for the cardiologist to put the patient on blood thinners. If the electrogram was reviewed it would have shown this was a false af event because of premature atrial contractions (pacs). In addition, the total time in af is not equivalent to the sum of af events stored by the insertable cardiac monitor (icm) device. The total time in af can be larger if the patient is meeting the af criteria in the non-programmable two-minute determination windows. The physician provided this is confusing. The physician commented they would also like the electrograms to be sent in the (emr) without having to complete an investigation. The device remains in service. No adverse patient effects were reported.